Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to fracture and noted noise, loss of capture (loc) and oversensing. A new lead was implanted. No additional adverse patient effects were reported.